Event description:
It was reported that the ilet bionic pancreas exhibited a hardware malfunction in which the sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the device, while glucose data remained stable and no alerts or alarms occurred. Investigation included customer interview and device replacement logistics. Investigation of this case revealed a suspected mechanical or switch responsiveness issue with the sleep/wake button. No user symptoms during the event were reported. Outcomes included no clinical impact and no need for medical intervention. It was concluded that, based on previously established findings for similar reports, the event was device related, with a malfunction of the sleep/wake control, and no user error or patient injury identified.